Manufacturer narrative:
The customer requested assistance from a philips remote service engineer (rse). The customer explained that their unit would reboot when the charge button was pressed. However, after initiating the case, repairs were completed by the hospital without further assistance. Upon following up with the hospital, additional information pertaining to the completed repairs were not available. Philips is unable to rule out that a malfunction did not occur. As the repairs were completed by the hospital and additional information could not be obtained, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device restarted when the charge button was pressed. There was no patient involvement.

Event description:
It was reported to philips that the device restarted when the charge button was pressed. There was no patient involvement.